Event description:
It was reported that a balloon rupture occurred. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6 atm for 10 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No patient complications were reported.